Event description:
On (B)(6) 2026 PICC catheter was trimmed to the 10 cm mark, appropriate for patient size as patient a micropremie. A soft, single lumen, brand vygon premicath, lot number 231016d, size 1 french catheter was inserted via a small needle introducer, successfully, on the 1st attempt into patient. This was inserted per IFU. On (B)(6) 2026, patient developed multiple bradycardic events requiring positive pressure ventilation with poor response. Despite ongoing chest compressions, multiple doses of epinephrine, and fluid boluses, the infant showed no meaningful response. An emergent pericardiocentesis was performed, yielding approximately 5¿6 ml of blood-tinged fluid. Immediately following this drainage, the infant's heart rate improved and return of spontaneous circulation was achieved. The PICC line was withdrawn approximately 3¿4 cm. Approximately 20 minutes after return of spontaneous circulation, while an echocardiogram was being performed at the bedside, the infant's heart rate again began to decline to below 100 beats per minute. The echocardiogram demonstrated reaccumulation of pericardial fluid. A second attempt at pericardiocentesis was performed under ultrasound guidance, yielding approximately 2¿3 ml of blood. The PICC line was removed and it was noted that a portion of the guidewire remained within the catheter at the time of removal and was protruding from its distal end.